Event description:
A report was received that the patient's ipg migrated in the pocket site and was causing discomfort. The patient underwent a pocket revision and was doing well following the procedure.